Event description:
It was reported that during servicing of a homechoice device, a high drain error 118 (night drain #18) alarm was identified as having occurred on (B)(6) 2013, 15:57:14. The alarm is indicative of an iipv event having occurred. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event (the high drain alarm) was confirmed through an event history log review. The cause was undetermined. If additional relevant information is received, a follow-up will be sent.